Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was likely due to excessive force or torque.

Event description:
It was reported that a patient underwent a labral repair and arthroscopic procedure utilizing anchors on (B)(6) 2015. During the procedure, the tip of the anchor introducer fractured. The fractured piece was removed from the patient. This event caused a delay in surgery greater than thirty minutes.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.